Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported no message appears. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy a52, android 13, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with redmi 12-22111317g xiaomi phone with android operating system version 13, app version 2.10.1.10406. Customer received a unspecified message and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat. The customer reportedly received unspecified healthcare professional (hcp) treatment. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with redmi 12-22111317g xiaomi phone with android operating system version 13 . Customer received a unspecified message and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat. The customer reportedly received unspecified healthcare professional (hcp) treatment. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.